Event description:
It was reported that the last couple of days a patient had been "miserable" as the device had not been working and that her implantable neurostimulator (ins) needed to be reprogrammed. It was stated that there had been a blinking light on the programmer but which light had been blinking was not verified. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 748966, serial#: (B)(4), implanted: (B)(6) 2004, product type: extension; product ID: 748966, serial#: (B)(4), implanted: (B)(6) 2004, product type: extension; product ID: 7435, serial#: (B)(4), implanted: (B)(6) 2004, product type: programmer, patient; product ID: 3986ilc, lot#: n26620, implanted: (B)(6) 2004, product type: lead; product ID: 3986a, lot#: lb9643, implanted: (B)(6) 2004, product type: lead. (B)(4).